Event description:
On (B)(6) 2023 getinge became aware of an issue with one of surgical lights - powerled 500. It was stated the oil dripped out. There was no injury reported, however, we decided to report the issue in abundance of caution as oil droplets falling off into sterile field or during procedure may cause contamination or serious injury.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.

Event description:
On 21st november, 2023, getinge became aware of an issue with one of surgical lights - powerled 500. It was stated a greasy substance in the joints on the spring arm had liquefied and was coming out of the edge of the panel. There was no injury reported, however, we decided to report the issue in abundance of caution as droplets falling off into sterile field or during procedure may cause contamination or serious injury.

Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights - powerled 500. It was stated a greasy substance in the joints on the spring arm had liquefied and was coming out of the edge of the panel. There was no injury reported, however, we decided to report the issue in abundance of caution as droplets falling off into sterile field or during procedure may cause contamination or serious injury. According to the information provided by getinge technician, the affected panel was dismantled and the joints of spring arm cleaned. It was established that when the event occurred, the surgical light did not meet its specification due to oil leakage from powerled surgical light, which contributed to the event. Provided information does not indicate if upon the event occurrence, the device was or was not being used for patient treatment. During the investigation, it was found that in the past the reported scenario has never led to serious injury nor death. Comparing the number of involved devices to the install base, we conclude that the failure ratio for the allegation of liquid leakage is low. As stated by the subject matter expert at the manufacturer¿s site, during the assembly of spring arms the supplier applies a creamed grease. Such creamed grease is turning into liquid only above 135°c. So, the black dripping liquid observed, therefore, cannot come from the spring arm itself but finds its origin elsewhere. The first likely cause is a combination of air conditioning and an excess of oil at the bushing location between the spring arm and the main arm. And according to the latest technical investigations carried out in (B)(6) 2020 at maquet sas the second probable root cause would be an excess of cleaning product in the lower part of the spring arm, applied in spray or with a sponge, but not in compliance with the recommendations given in our user manual. We believe the related devices are performing correctly in the market. We also believe that if the manufacturer¿s recommendation had been followed the incident would have been avoided. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time. The correction of b5 describe event and problem, e2 health professional, h6 component codes fields deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 21st november, 2023 getinge became aware of an issue with one of surgical lights - powerled 500. It was stated the oil dripped out. There was no injury reported, however, we decided to report the issue in abundance of caution as oil droplets falling off into sterile field or during procedure may cause contamination or serious injury. Corrected b5 describe event and problem: on 21st november, 2023 getinge became aware of an issue with one of surgical lights - powerled 500. It was stated a greasy substance in the joints on the spring arm had liquefied and was coming out of the edge of the panel. There was no injury reported, however, we decided to report the issue in abundance of caution as droplets falling off into sterile field or during procedure may cause contamination or serious injury. Previous e2 health professional: yes. Corrected e2 health professional: no. Previous h6 component codes: mechanical/dome//793. Corrected h6 component codes: mechanical/holder//838. Initial reporter: medical technician.